Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the center of the mattress cover but did not expose the inside foam. A new mattress was delivered out to the facility on (B)(4) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Upon receipt of the recall packet, the customer notified the firm they had a delaminated mattress.